Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a disposable device leaked while connected to a patient. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The customer¿s report that the maxzero leaked was not confirmed. Visual inspection of the valve noted no damage or any anomalies. Examination under magnification of the syringe noted a deformed section (flat area) on the conical luer near the base of the luer tip. Functional and pressure testing of the valve resulted in no leaking. However, testing of the syringe confirmed leaking. The root cause of an observed leak was due to a damaged syringe luer tip. The cause of the damage is unknown.

Event description:
It was reported that a disposable device leaked while connected to a patient. Although requested, there were no further details or information provided and no report of harm.